Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-25. It was reported that the cause of the catheter pulling back out of the intrathecal space had not been determined. It was stated that the catheter that was replaced was not returned. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving gablofen at a con centration of ¿,500 mcg/ml¿ and dose of 85 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the issue being reported was a lack of therapy. It was stated as an environmental/external/patient factors that may have led or contributed to the issue that the catheter pulled back out of space and that x-rays performed as diagnostics/troubleshooting showed the catheter was out of the intrathecal (it) space. Surgical intervention occurred to resolve the issue as the catheter was surgically replaced and a new catheter was placed and connected up to the original. The date of the event was reported to be (B)(6) 2017. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.